Event description:
The company was made aware on 10/06/2020 of a patient that had an infection at the lead site due to the incision site repeatedly getting wet. The physician explanted the lead. Reimplantation of the lead is planned but not scheduled.